Event description:
The patient reported that after the device was replaced in 2008 she had problems including increased headaches, jaw and neck pain anytime they increased her settings. The patient's device was then disabled on (B)(6) 2011 and ultimately explanted due to these adverse events. The explant date is unknown. No other relevant information has been received to date.